Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the device evaluation, white foreign material was found in the instrument and auxiliary channel tube, however, the material could not be removed by the investigator. The instrument channel tube had a leak, the forceps channel had a pinhole and the keytop if switch was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was foreign matter in the channel of the evis lucera elite colonovideoscope. The reported issue occurred during preparation of use for a diagnostic enteroscopy procedure. The procedure was subsequently completed with a similar device. There was no procedural delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was observed as a white color, leading to the consideration that the material did not originate from the device. However, it could not be further identified, and therefore a presumed cause could not be established. Olympus will continue to monitor field performance for this device.